Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient represented in the emergency room for atrial fibrillation (afib). The patient had dual chamber pacemaker that would intermittently go into "safe mode, vvi60" and was locked in that mode. The rep stated that the pacemaker could not be interrogated due to the "locked in". They rep from another manufacturing company indicated the pacemaker needed to be explanted, and the physicians did not want to explant it and re-implant if it was going to happen again. They decided that the implantable neurostimulator (ins) device needed to be interrogated and it was reviewed to try turning off the ins to see if it would unlock the other manufacturer's pacemaker. No further complications were reported/anticipated.